Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('gen. Abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, gen. Abnorm bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('gen. Abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, gen. Abnorm bleed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: dysmenorrhea (cramping), pelvic/abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, gen. Abnorm. Bleed and fatigue. Reporter information, product indication and removal date updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.